Manufacturer narrative:
Batch reviews performed on 07-jan-26. Gmk-revision 02.07.0684r revision tibial tray size 4 right (k123721) lot. 189502: (B)(4) items manufactured and released on 20-feb-2019 expiration date: 2024-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.2405r femur revision ps cemented s.5r (k102437) lot. 1900614: (B)(4) items manufactured and released on 17-jul-2019 expiration date: 2024-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had primary right knee surgery using competitor products. On (B)(6) 2019, the patient was revised from the competitor implants to medacta implants. Presently, on (B)(6) 2026, the patient came in due to instability as a result of the loosening implants of the tibia and femur. The surgeon revised the femur, tray, and insert to a gmk-hinge. The surgery was completed successfully.